Event description:
Boston scientific received information that the patient with this device passed away. Reportedly, the physician expressed concern that there may have been a delay in shock therapy, just prior to the time of death. A request has been made for returned product testing; the cause of death has been documented as multi-organ failure with no evidence of sudden cardiac death.

Manufacturer narrative:
To date, the location of this device remains unknown. If the device is received in the future additional information to include laboratory analysis will be provided.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.